Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.0/106 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016. A longer lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
The patient experienced low vault. The patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/25. (B)(4).